Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of the nasal intubation, dysfunction of the pneumotaponator tube of the 7.5 ringed tube was observed. An 8.0 was requested which presented the same problem. Adequate ventilation of the patient was not achieved.